Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the display screen was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/16/2015 with the following findings:there was no damage observed to the display. The complaint could not be confirmed or duplicated.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).